Manufacturer narrative:
An event regarding dislocation and instability involving a trident liner was reported. The event was confirmed on review of the provided x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided x-rays noted; review of undated x-rays demonstrate a pressfit tha components that are well situated and fixed within the femur and acetabulum. The femoral head is seen to be dislocated from the constrained liner and the locking ring of the constrained liner. The root cause cannot be determined as insufficient information was available. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been 1 other event for the lot referenced, which was reported for a dislocation event. Conclusion: a medical review concluded: review of undated x-rays demonstrate a pressfit tha components that are well situated and fixed within the femur and acetabulum. The femoral head is seen to be dislocated from the constrained liner and the locking ring of the constrained liner. The root cause cannot be determined as insufficient information was available. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, dated pre and post op x-rays/ imaging from the index and revision surgeries, outpatient office/clinic notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
On 5/20, patient dislocated her constrained liner and went to the ER. Patient was revised to a new head and liner. Operation was completed successfully.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6), patient dislocated her constrained liner and went to the ER. Patient was revised to a new head and liner. Operation was completed successfully.